Event description:
It was reported that the device is showing an error on top screen by led lights. No patient injury was reported.

Manufacturer narrative:
First time in for service within 4 months of purchase and the failure resulted from defective main board. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.